Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a medtronic pain stimulation implantable pulse generator (ipg) experienced poor or intermittent communication and telemetry between the transmitter and the battery. The battery, placed in the back, had settled out of the desired position, causing difficulty in maintaining the battery charger belt in place for charging. The battery and leads were initially placed in the back and spine. Troubleshooting included the replacement of the transmitter, which did not resolve the issue. The patient sought education on the correct placement of the battery device and planned to discuss the concerns with a surgeon and medtronic representative. The resolution involved educating the customer and providing information.

Event description:
The rep verified the issue. Reps programmer and device did not recognize the patient's battery either. Rep physically verified the battery placement. Hcp looked at a new x-ray of their back and discussed a solution with patient to get the battery in a better position, above the belt in flat area and back. Patient had battery relocated and the result was 80-90% improvement. Issue is still ongoing burning circumstance of battery when turning up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.